Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced unpredictable hyperglycemia with a highest cgm reading of 401 mg/dl over approximately 24 hours while using a dexcom g7 and infusion sets placed in the stomach, thigh, or arm, and the healthcare provider initiated a functional review; the cause was unknown. Symptoms included high blood glucose. Outcomes included user troubleshooting and education. Investigation included case review and user coaching on hyperglycemia management and device use. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.